Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had loss of therapy efficacy. Rep ran impedance check multiple times with high impedance on multiple contacts (11, 12, 14 <(>&<)> 15) of the 8-15 lead intermittently and low impedance on contacts 13 and 0 intermittently. Reprogrammed on the 0-7 lead.  Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.